Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/07/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The returned catheter condition noted by the bwi failure analysis lab was that there was char on the proximal end of the tip dome, width measuring 0.640 mm and length measured about 0.815 mm. A clarification was requested as the initial reported condition was coagulum and not char. Also noted as part of the returned catheter condition was that the clear sensor sleeve (pebax) had a surface scratch. It was not deep or no hole could be seen. The response received was that they had coagulum at the catheter tip and not char. It was stated that it may look like char because the coagulum has dried up in-between. The sheath used was the st. Jude medical 8.5 french sr0 sheath. For the scratch on the pebax, the catheter was not withdrawn from the patient with difficulty. This condition was not noted prior to use, upon withdrawal, or prior to sending the catheter back. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter, and coagulum was found on the tip of the device. Initially a rotor ablation was performed in the right atrium. Afterwards, the ablation catheter was withdrawn in order to perform a transseptal puncture. During this time no coagulation or stain was seen at the catheter tip. In the next step, a rotor ablation and pulmonary vein isolation (pvi) was performed in the left atrium. Generator settings were 120's, 48°, 40 watts. During the procedure no conspicuity was observed. After the procedure was finished and the catheter was removed, coagulation was found at the catheter tip. Upon request, additional information was provided on the event. The patient did not require hospitalization or intervention due to the event. There were no issues related to temperature or the flow on the catheter. Heparin (1000 iu/l) was used as anticoagulant. The physician did not provide a causality opinion for the cause of this event. The physician believes the event was potentially hazardous but did not result in any complications or patient consequence. Based on the physician¿s clinical experience, usually no coagulum is found. Therefore, one can conclude that the coagulum found was excessive, which makes this indicative of a reportable event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch bidirectional catheter, and coagulum was found on the tip of the device. Initially a rotor ablation was performed in the right atrium. Afterwards, the ablation catheter was withdrawn in order to perform a transseptal puncture. During this time no coagulation or stain was seen at the catheter tip. In the next step, a rotor ablation and pulmonary vein isolation (pvi) was performed in the left atrium. Generator settings were 120s, 48°, 40 watts. During the procedure no conspicuity was observed. After the procedure was finished and the catheter was removed, coagulation was found at the catheter tip. The returned device was visually inspected upon receipt and char was found on the tip dome. In addition, the pebax had a scratch on the surface. The internal material was not exposed. The pebax condition was not reported by the customer and it remains unknown how it was damaged. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. However the root cause of the char remains unknown. An internal corrective action has been opened to investigate the smart touch pebax condition.